Event description:
In 2006, the physician successfully closed an arteriotomy site with the starclose device following an interventional procedure. Fluroscopy prior to closure confirmed the arteriotomy site was in the common femoral artery and vessel size was greater than (5) mm. However, the vessel's condition is unknown. Reportedly, "hemostasis was in place when patient left cath lab", however, further investigation revealed that in the early morning of 1/27/06, a hematoma was noted on the patient's groin. No further information is available about the hematoma. The patient's hematology results were decreased compared to pre-angioplasty values. Subsequently, a computed tomography (CT) scan confirmed presence of a retroperitoneal bleed. The patient was transferred to the intensive care unit (ICU) and was transfused with three (3) units of packed red cells. Following the blood transfusion, her hemoglobin and hematocrit levels improved and she was transferred out of ICU. No further intervention was required for the retroperitoneal bleed. The event prolonged the patient's hospitalization; the patient was discharged late in "good condition". Although requested no further information is forthcoming.